Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One (1) device was received for evaluation; one (1) event was confirmed during testing. The device was found to have worn internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device overheated. There was no patient involvement; no patient impact.